Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-jul-2023. H.6. Investigation summary: four samples received by our quality team for investigation. Through visual evaluation, damaged to the luer is observed which likely caused the syringe needle connectivity incident. No other defects or issues observed. The stopper is correctly assembled, break out force, sustaining force are performed, results are within specification limits. A device history review was performed for lot 0161750, 0332975 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, possible root cause for damage luer/syringe needle connectivity is associated with damage to the assembler. Bolt assignment will be implemented. Based on the quality team's investigation, we are not able to identify a root cause for plunger movement difficult related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe had a damaged plunger. Report 3 of 3. The following was recieved by the initial reporter: incident details: 3 syringes impacted ( 2 with same lot #, 1 different), one syringe defective plunger unable to draw up vaccine, other 2 syringes defective unable to attach needle to syringe and part on syringe that connects to needle is off centre and unable to attach needle as a result. Who was affected? No person affected. Unexpected or prolonged care? No.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had a damaged plunger. Report 3 of 3. The following was recieved by the initial reporter: incident details: 3 syringes impacted ( 2 with same lot #, 1 different), one syringe defective plunger unable to draw up vaccine, other 2 syringes defective unable to attach needle to syringe and part on syringe that connects to needle is off centre and unable to attach needle as a result. Who was affected? No person affected. Unexpected or prolonged care? No.